Event description:
Customer called to report the pump's driver block was stuck. It was stated that the customer's spouse was trying to move, but spouse could not do it. The lead screw was clean and the spring clip was setting properly. Device was not dropped, bumped, or exposed to moisture.